Event description:
Caller reports that during a (B)(6) the following coaguchek xs/laboratory results were obtained: 2.4 inr/1.9 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Ill not be returned to manufacturer.